Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a23038, h14b05058, and h14b26070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. While two product codes had been prescribed to the patient, both are for the same brand name and have the same 510(k) number. As such, these were provided. A batch review will be performed for potentially associated lot numbers h14a23038, h14b05058, and h14b26070. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 for this event. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and began treatment with vancomycin (intraperitoneally, for 8 days, dose and frequency unknown) for peritonitis. The patient was discharged from the hospital after five days. Pd therapy was ongoing. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.